Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:05:23. During night drain cycle three, the patient's ultrafiltration reading was 1517ml, indicating the home patient (hp) drained 1247ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was use error; tidal total ultrafiltration (uf) removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings and warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. If additional relevant information is received, a supplemental medwatch will be filed.